Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "when performing infusion maintenance operations for patients, when using the needle-free closed infusion connector for priming, it was found that the needle-free closed infusion connector was not unblocked and could not be used, and a new device was replaced."

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter e-mail: unknown. 2000e china 510k: this is an international code - the model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product: k960280. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21065455. The feedback provided by the customer indicates a complete occlusion was detected during priming of the smartsite component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065455 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.